Manufacturer narrative:
Evaluation summary: the reported condition of volume is greater than it indicates, could not be confirmed or duplicated. (B)(4).

Event description:
On october 16, 2009, the facility's biomedical engineer manager reported to baxter global technical services that on (B)(6) 2009 one colleague cx triple channel volumetric infusion pump in which the volume is greater than it indicates. The condition occurred during biomed testing (service/maintenance). According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as unremediated.